Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped and replaced due to oversensing. The ICD was electively replaced.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 10th of april 2025 and 5th of december 2025 recorded a stable pacing impedance of 450 ohms and a stable shock impedance of 50 ohms. The analysis of the provided iegm episodes revealed electromagnetic interferences in episode 73 which led to an ICD charging cycle. No further abnormalities observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.